Manufacturer narrative:
The investigation for the reported issue has been completed. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined. This report is being filed as part of a retrospective review of historical records.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist for use during cardiogenic shock and high risk pci & impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the 61-year-old male patient was on impella cp for hemodynamic support. It was noted that during removal of the peel away the repo sheath would not advanced back into the arterial site. Catheter appeared to be kinking. The physician retracted catheter and it still would not advance. An attempt was made to rewire the site using rewire access port; however, could not advance wire back into native vessel. Physician elected to remove device. The patient was noted to may have had some kind of vessel abnormality or issue with perclose. After device removal patient continued to decline. Medical safety review of the event noted use of the device cannot conclusively be associated with the outcome (patient's demise).